Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue.

Event description:
Consumer reported complaint for "hi" blood glucose test results. The expected blood glucose test result range is 120 to 190mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Back to back blood test performed by customer non-fasting during call on (B)(6) 2015 produced results of 126 mg/dl and 142 mg/dl. The product is stored by customer properly. The test strip lot manufacturer's expiration date is 11/30/2017 and open vial date is (B)(6) 2015. The meter memory recalled for fasting test results performed (date / time not set): (B)(6). Adverse event not reported.